Event description:
It was reported that there was an invalid syringe. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No causes or potential causes to the customer's reported problem were found during the device history report (DHR) review. A product sample was received for evaluation. Visual and functional testing were performed. Good condition with no appearance of any physical damaged. Invalid syringe size was found in the event history log (back in (B)(6) 2019 when the last time the error was found). The technician performed syringe test with different sizes of syringe, check the size and calibration verification. The root cause of the reported issue was unable to determine. Replaced barrel clamp head and screw for preventive measure. Performed preventive maintenance and all functional testing, which passed.